Event description:
It was reported that there was a power on reset (por). It was further reported that the manufacturing representative was not able to complete the por for the patient. It was noted that the patient had to leave and would come back at another time.

Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was further reported that the manufacturer's representative had not been able to get in touch with the patient to complete a por.